Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb port malfunction was verified. The blood glucose event could not be evaluated due to usb communications inoperable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the pump was connected to a power source, the usb port began smoking. Subsequently, the screen was blank and unresponsive. The customer's blood glucose (bg) level was high however no value was provided. The contact stated the cause of the elevated bg level was unknown but not related to the reported issue. A manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.